Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac adapter's lemo connector pin# 3 was burnt and melted. Carefusion scrapped the defective component and sent a replacement adapter to address the reported issue.

Event description:
It was reported by the customer that the unit has a burnt lemo connector on the ventilator and the ac adapter's lemo connector.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.